Event description:
It was reported to boston scientific corp that during a pelvic floor repair procedure (procedure date unk) using an uphold vaginal support system, the physician threw the leg assembly superficially through the sacrospinous ligament. As a result, the leg assembly tore through the ligament. The physician completed the procedure by tying the leg assembly to the ligament with a stand-alone capio suture, without any other complications to the pt, who is reportedly "fine" post-procedure. No further info about this event or the pt has been forthcoming.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.